Manufacturer narrative:
Findings: pump was received with detached end cap, loose drive support disk, missing end cap sticker, broken battery tube threads, broken battery cap, missing battery cap o-ring, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window. Unable to perform basic occlusion, occlusion, prime and no delivery tests due to detached end cap. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 3:31 pm with a blood glucose level of 477 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer felt symptoms of vomiting. Customer states the battery cap will not tighten and is stripped because of a piece of plastic missing on the top of the pump. Customer states he can lift up the plastic around the support cap. The customer stated that they were hospitalized because their insulin pump failed them. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.